Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from severe pain, discomfort, inflammation, and a popping/snapping sensation. It is also alleged that the patient suffers from toxic amounts of cobalt chromium metal ions and particles to be released into the blood, tissue, and bone surrounding the implant. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (right side). Patient is a resident of (B)(6). Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 06 jun 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges dislocation with open reduction, infection, metal wear, and metallosis. Added solution system, cup, and bone screws due to alleged infection. Added patient's age, expiration dates of the liner and head, revision hospital, and revision surgeon. Updated date of revision, event date, patient's initials, lawyer, and law firm. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (right hip) . See (B)(4) for the second revision of the right hip.